Event description:
I underwent lasik eye surgery to correct poor vision. I immediately began experiencing pain, blurriness, haloing, and extreme dry eyes. I consulted an outside ophthalmologist who determined that I suffer from chronic dry eye syndrome. The treating center refused to admit any wrongdoing and would not make any effort to help me. To this day, ten years later, I have to instill artificial tears into my eyes all day long, nonstop, because my tear glands no longer produce tears. I also still experience blurry and haloing vision at night. This chronic condition, for which apparently there is no remedy in as much as the damage done by the lasik procedure is permanent, has caused me much stress and anxiety.